Event description:
The homecare provider (hcp) reported the following info: (1) a pt was filling their c1000 when the fill tube "popped" and leaked liquid oxygen out the top case vents from the fill tube at the manifold connection. (2) the pt had been using this c1000 for more than 6 months without incident. (3) the hcp driver retrieved the unit the day of the incident and said the pt received 2 to 3 quarter-size blisters on their hand. (4) the pt refused to seek medical attention.